Manufacturer narrative:
(B)(4). A photograph of the firings was submitted for review. The intraoperative shot shows what appears to be four clips placed on structure. Two clips look to have a scissor shape. One clip head is visible. Another clip can only be partially seen from the side. Based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke. Hands on analysis should provide the evidence necessary to confirm the root cause.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip crossed. Patient went back to theatre because of leakage from the clip.